Manufacturer narrative:
(B)(4)

Event description:
In addition there were atrial high rate episodes with oversensing and noise. Reprogramming was done with the ra lead, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced a large number of mode switch episodes; measured varying impedances, and exhibited atrial high rate episodes with non-physiologic sensing. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.